Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Event description:
The event involved a 7" (18 cm) clave smallbore t-connector, injection site, rotating luer lock, non-dehp tubing which was reported that the while in use on a patient, the blue connector piece pulled off the tubing. A photo is available for review. There was reported a patient involvement and no reported patient harm.